Manufacturer narrative:
Device in wrong position: the cause of the device in wrong position was determined to be an unintentional use error as the pump was pulled out of position into the aorta when the cicu patient was turned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 49-year-old male patient underwent impella cp implantation for stage e cardiogenic shock. The first impella cp pump was not implanted due to loss of wire positioning. A second impella cp pump was successfully implanted without complications, and the patient was admitted to the ICU. During support, the patient was repositioned by healthcare professionals, and the device was inadvertently pulled into the aorta, triggering an ¿impella position in aorta¿ alarm. The patient remained hemodynamically stable while repositioning attempts were made under echocardiography and fluoroscopy guidance; however, repositioning was unsuccessful. The decision was made to remove the pump and replace if necessary. The patient remained stable, so hemodynamic support was discontinued. There were no adverse events or injuries to the patient.